Manufacturer narrative:
(B)(4). The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted reducing the mr 1-2. On (B)(6) 2018, the patient presented to the emergency room with shortness of breath and atrial flutter which was treated medically. On (B)(6) 2018, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was stable and doing well. An additional procedure will be performed on a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (rotated heart and prolapsed posterior leaflet). The reported adverse event of worsening mitral regurgitation (mr) was likely a result of patient/procedural conditions due to the slda. The reported arrhythmia (atrial flutter) and dyspnea were likely a cascading effect of the worsened mr. The reported patient effects of arrhythmia, dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.